Event description:
The representative reported the device was used during a laparoscopic burch. It was reported the ems had a staple jammed in it. It would not fire after the first usage. A second ems was pulled and the case was completed. There was no consequence to the pt.